Event description:
The customer contact reported when powered on the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department with a note that indicated the device alarmed with a s321 error code as it powers up. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.